Event description:
It was reported that during a prostate procedure, the side-firing fiber beam was observed to be firing straight. A second fiber was used to complete the case. Patient outcome: "no damages to the patient" reported.

Manufacturer narrative:
(B)(4).